Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose of 589 mg/dl. Customer's blood glucose was 401 mg/dl and was being treated with manual injection at time of report. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings and history were correct with no significant findings noted. Upon removal of the infusion set rom the body, the cannula was not bent. The customer did not have a tubing clamp with which to perform the high pressure test and complete troubleshooting. Customer was advised to change the entire set, reservoir and insulin. It was further advised tubing clamps would be shipped to the customer to perform high pressure test.